Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (sn: (B)(4)) device evaluation was not confirmed. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 32.5 cm from the paddle end of the lead. One of the proximal end of the paddle lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.